Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex (lcx) artery. A 2.50mmx12mm nc emerge balloon catheter was advanced for dilation; however the balloon ruptured. The device was completely removed from the patient's body. A 2.5 non-bsc balloon was used to performed plain old balloon angioplasty (poba). Intravascular ultrasound and stenting were then performed and the procedure was completed. No patient complications were reported and the patient's status was good.